Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. Details were being confirmed. The pump was removed.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient expired. No alarms or device-related issues were reported in association with the event. (B)(6) was returned assembled with the pump cable severed approximately 2.0¿ from the pump header. Approximately 9.5¿ of the distal portion of the pump cable was returned. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was secured to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. Mlp-016473 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU and patient handbook contains information on how to clean and care for the driveline. These documents instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states to call your hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, the IFU and patient handbook instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was said the patient died due to hypoxia from respiratory failure and circulatory collapse. They had been hospitalized for pneumonia for approximately 2 to 3 months, and per the patient¿s wishes, mechanical ventilation was not used. It was said the death was caused by pneumonia. The device operated as expected. The device was intended to be returned for evaluation.